Event description:
It was reported from (B)(6) by medical staff that a patient at home experienced a controller exchange due to a critical battery alarm and power switching. The controller and battery were exchanged at the facility without reported consequences or impact to the patient. No additional information was reported. This is report 1 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-01778 and 3007042319-2015-01779) submitted for devices related to the same event.

Manufacturer narrative:
(B)(4). And unknown battery is a duplicate report. The controller and battery were reported under the following MFR numbers - battery MFR #: 3007042319-2015-01789 / controller MFR #: 3007042319-2015-01790. This is one of two reports (3007042319-2015-01778 and 3007042319-2015-01779) submitted for devices related to the same event.